Event description:
It was reported that the insulin pump gave a motor error alarm during the prime process. Troubleshooting was performed. The insulin pump was not exposed to high magnetic fields. No damage noted on the drive support cap. The insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.